Manufacturer narrative:
Design of the CT series ablation devices has been changed to prevent this type of leakage and the new design is reflected in the act series. The CT series is no longer manufactured.

Event description:
Procedure: radio frequency ablation. Initial report stated that cooling water could not be circulated within the needle assembly. On 3/27/2007 investigation of the returned device indicated a leak occurred from handle which has potential to affect the sterile field.